Event description:
It was reported by the physician's office that the pt had high impedance. The pt had not experienced any trauma. The office had left the pt's stimulation enable at this point. The pt's mother also reported to the physician that the pt had begun having more seizures. X-rays were reviewed by the office and there were no anomalies noted. These x-rays were not going to be sent to the MFR for review, but the pt was sent for surgery. F/u info revealed that the office did not feel the pt had experienced an increase in seizures. Also, a subsequent interrogation of the pt's generator by the office reportedly showed everything to be "fine". Both system and normal mode diagnostic tests were normal. A company rep attended a later visit for the pt where high impedance was again detected. The pt then began having an increase in seizures, more than he had experienced before vns and was in the emergency room. A revision surgery in the future is likely.

Manufacturer narrative:
Device failure is suspected.